Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undefined high defibrillation impedance and that the high voltage portion of the lead was fractured. The lead was explanted and replaced. During the explant procedure the right atrial (ra) lead became dislodged and was explanted. No patient complications have been reported as a result of this event.